Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 141234, biomet cc cruciate tray 75mm, lot # j3465592. Catalog #: 183640, vngd ps tib brg 10x71/75mm, lot # 604220. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient who underwent total knee arthroplasty is experiencing unknown complications.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient is experiencing pain and swelling two years post-implantation. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04242, 0001825034-2017-08683, 0001825034-2017-08677. Concomitant medical products - biomet cc cruciate tray 75mm catalog #: 141234 lot #: j3465592, vngd ps tib brg, 10x71/75mm catalog #: 183640 lot #: 604220, cobalt g-hv bone cement 40g catalog #: 402283 lot #: 936990, and cobalt hv bone cement 40g catalog #: 402282 lot #: 457770. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.